Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was repositioned due to dislodgement. At a previous follow-up, high pacing threshold measurements were noted. There were no adverse patient effects as a result of the dislodgement and high pacing threshold measurements. No adverse patient effects were reported following the procedure. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.